Event description:
The rptr stated that the surgeon inserted an aa204vl plate silicone lens when the pt moved. The lens was removed. Add'l info has been requested from the user facility, but none has been forthcoming.